Event description:
The hospital bed provided by her insurance company has many exposed, moving parts. My daughter's hair got caught in those parts and pinned her in the bed, thankfully we notice before it ripped her scalp off. FDA safety report ID # (B)(4).